Event description:
It was reported that patient underwent knee procedure in (B)(6) 2009. During surgery, the metal tab on the femoral impactor broke and fell to the floor. No patient injury or delay in surgery was reported. Another femoral impactor was used to complete the surgery without further complications.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation is in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).